Manufacturer narrative:
Unit received with cracked case at display window corners and display window. Unit received with minor scratched liquid crystal display window.

Event description:
It was reported that the insulin pump had physical damage. Customer stated that the insulin pump had crack on the right corner of the liquid crystal display screen. Customer stated that she dropped the insulin pump and hit the floor. Customer's blood glucose was 109 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.